Event description:
It was reported that during the implant procedure the entire hemostatic valve and hub fell off of the catheter half way through slitting the sheath. It was noted that physician started to cut the catheter with iris scissors the remaining distance and then realized they could hold on to the already slit end, reengage the slitter and complete the procedure without further sequela. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter shaft was separated from the hub. Additionally, the mechanical operation of the catheter shaft was bent. The analyst noted that the slitter was not returned. The model or condition of the slitter could not be confirmed. The catheter was returned with the hub separated from the shaft and with several kinks in the shaft. Spiral slitting was not observed and does not appear to be a factor in the hub separation. It appears that the hub/shaft separation occurred within the hub/handle. Other than slitting, no unusual cutting was observed on the hub. It is likely that the shaft was pulled with severe force out of the hub during use.